Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) system inappropriately received anti-tachycardia pacing (atp) due to noisy signals in the right ventricular (rv) and shock channel, during a water aerobics activity. The patient presented into the clinic for further test, nonetheless, the health care professional (hcp) could not reproduce the noisy signals with isometrics. After the atp episode, loss of capture, undersensing and oversensing were observed. Additionally, the ICD triggered an alert for signal artifact monitoring (sam) due to oversensing noisy signals of high impedances out of range. Technical services (ts) highly recommended a chest x-ray. The chest x ray was performed and ts noted that the tip conductor was fracture and recommended disable this right ventricular (rv) lead and replace it. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) system inappropriately received anti-tachycardia pacing (atp) due to noisy signals in the right ventricular (rv) and shock channel, during a water aerobics activity. The patient presented into the clinic for further test, nonetheless, the health care professional (hcp) could not reproduce the noisy signals with isometrics. After the atp episode, loss of capture, undersensing and oversensing were observed. Additionally, the ICD triggered an alert for signal artifact monitoring (sam) due to oversensing noisy signals of high impedances out of range. Technical services (ts) highly recommended a chest x-ray. The chest x ray was performed and ts noted that the tip conductor was fracture and recommended disable this right ventricular (rv) lead and replace it. The patient elected to turn off the defibrillator and not replace the lead at this time. This ICD system remains in service. This ICD system remains in service. No adverse patient effects were reported.